Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up experiencing cardiac insufficiency symptoms and pacemaker mediated tachycardia. The pulse generator exhibited inappropriate programming. The physician changed the programming and the patient was no longer symptomatic and was ok.